Event description:
Two fixation screws broke during the process of attaching the brainlab skull reference array to the pt's skull. The brainlab skull reference array is for use with the brainlab cranial navigation system. The surgeon removed the broken parts from the pt's skull during the same surgery.

Manufacturer narrative:
Add'l model#: 52128. According to the hosp, the surgeon removed the broken parts from the pt's skull during the same surgery which resulted in an extension of operating room time, a longer incision as originally intended. Brainlab's investigation has shown that the surgeon used the brainlab skull reference base in combination with screws that are not recommended by brainlab for the fixation of the skull reference array. The exact root cause for three screws to break could not be determined since they have not been returned by the user. Despite the compatability of the brainlab skull reference base with skull screws is described in the instructions for use, the compatability info was incomplete. Potentially affected customers will receive a product notification letter. Customers with brainlab skull reference bases will receive an update to the instructions for use regarding compatible screws and screwdrivers to be used with their skull reference base.